Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated that the sensor failed, and they stopped wearing the dexcom system. Because the patient was not using the dexcom, they stated their blood glucose became elevated and was hospitalized. Treatment made at the hospital is unknown. No additional patient or event information is available.